Event description:
It was reported by the customer ¿the site scrubs have been found to be completely dry upon opening them.¿ no other information was provided. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jufr2097 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (jufr2097) have been reported from the same facility.